Manufacturer narrative:
Qn#(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a (B)(4) pc. Lot in (B)(6)2019 . The returned device was evaluated and found that one of the jaws has a slight burr on its rail which is making the clip stick into it after closure of the clip thus we are able to validate this complaint. We are unable to determine what caused the burr on the jaw but mishandling at the end user's facility is suspected. All (B)(4) instruments from this lot were (B)(4) visually inspected and function tested prior to.

Event description:
It was reported that the clip was not easily detached from the applier after ligation. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was not easily detached from the applier after ligation. There was no patient injury.